Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "pump shows 2 bolus delivered but none was requested. The customer needs to understand why the pump delivered 2 boluses that were not requested. The serial number might change upon update from the customer. Acknowledgement letter will be sent to customer once cmr number is available. (B)(4). Pump treatment information: unk. Type of drug: unk. Delay in therapy: unknown. Need for medical intervention: unknown. Human harm: yes." Additional information was received from the customer on mar 03 2016: "customer stated that the serial number is unknown and the pump will not be returning."

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "pump shows 2 bolus delivered but none was requested. The customer needs to understand why the pump delivered 2 boluses that were not requested. The serial number might change upon update from the customer. Acknowledgement letter will be sent to customer once cmr number is available. (B)(6)02/16/16: pump treatment information:unk, type of drug:unk, delay in therapy:unknown, need for medical intervention:unknown, human harm: yes. "